Event description:
It was reported that the patient received inappropriate therapy due to noise on the v sense/pace channel. A lead perforation was suspected. The pace/sense portion of the lead was capped. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.